Event description:
I used theramacare back/hip wrap on my abdomen/hip for ovarian cyst pain. I had it on during the day and removed it when it felt cool (7-8 hours). After removal, I felt dampness on my clothing and itching/burning skin. The dampness was the result of a quarter sized blister that had burst and the skin sloughed off. After checking mirror, I realized I had (7) raised red burns and several were blistering and oozing. I went directly to urgent care where burns were diagnosed and I was told the numbness across my abdomen was due to nerve damage that would probably clear up in time. I have been treating the burns daily and changing bandages. Some have improved, others have not. There is still a large open wound on my stomach.